Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported system error 322 through the history log but was unable to reproduce the error during eval. Eval has led to the determination that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies were replaced.

Event description:
It was reported that a pump has a system error 322. It was also reported there was no pt injury.